Event description:
A surgeon reported noticing discoloration of the phaco sleeves and thinks that this may be linked to some post-operative iritis that has been observed. Additional info was received from the surgical tech reporting the surgeon indicated that the sleeves seem to be losing pigment. The surgeon then provided additional info indicating that the sleeve, noted under medium/high magnification, appeared unevenly pigmented and had dark "speckles." The surgeon is unsure if the post-operative iritis is related to the phaco sleeve. The surgeon stated that he would provide additional info if he could find the time to do so.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).